Event description:
It was reported, that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted, that the left ventricular (lv) lead exhibited high capture threshold. The patient was brought into clinic for examination. Upon further interrogation, it was noted, that the lv lead exhibited failure to capture. The lv lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.